Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a percutaneous coronary intervention (pci) was performed. A resolute onyx stent was implanted in the right coronary artery (rca) lesion and a perforation occurred. As treatment, a 2.8x19mm graftmaster stent delivery system (sds) was attempted, however failed to cross the lesion due to anatomy. The patient was taken to surgery, resolving the perforation. No additional information was provided regarding this issue.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. D10, h3: the device returned for analysis. H6: method code 4114 removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely the device interacted with the heavily tortuous, mildly calcified, 90% stenosed lesion during advancement resulting in the reported failure to advance. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. D10, h3: the device was initially reported as returning, but was unable to be retrieved.